Event description:
Patient reported via regulatory reporting agency voluntary sus medwatch mw5162668 and mw5162669 the following: "changes in breast implants. Harding of breast implants, disfigured breast, painful. Diagnosis breast disorder I believe its due to implants (not device related), developed lumps. The implants are not safe. This product is not safe." Capsular contracture noted but no baker grade provided. Patient additionally reported "I have only been diagnosed with breast disorder" (not device related) and "I live with pain everyday and regret my decision to ever have them put in". This relates to the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.